Manufacturer narrative:
The rse tried reaching out multiple times to the customer with no reply. A good faith effort (gfe) to the customer confirmed the issue was resolved by resetting the spo2 alarms at the central station. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the oxygen saturation level on patient was low and the system did not alarm until later. The device was in use at time of event, there was no adverse event reported.